Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.no related complaint received with return of device. Conclusion code failure (event) observed during analysis. The device was tested on the bench as well as using automated test equipment, and an anomalous diode was found. No sensing, pacing or high voltage anomaly was detected.